Event description:
A trilogy ev300 ventilator was reported to have a functional issue involving oxygen regulation. There was no harm or injury reported. Device evaluation showed event error code e-80 indicating the oxygen proportional valve that controls the flow of oxygen to the blower inlet is mechanically stuck closed or open. Replacement of the printed circuit board assembly and the oxygen blending module subassembly was reportedly needed to address this issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.